Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a burning sensation at the incision area, deeper inside the body where the implant is located. The burning sensation was described as feeling "like someone was holding a hot coal" over the battery. The sensation was intermittent and did not occur all the time. The patient was advised to turn down the stimulation or turn off the therapy to see if that would stop the burning and was redirected to consult with their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt stated that they tried to reach out to their representative (rep) and left a couple of messages however they still haven't heard back from the rep. Pt also stated that they already tried to reach out to their hcp and they were instructed to connect with their rep directly. Pt mentioned that they were feeling a burning sensation on the implant site. Agent sent an email to the local field. Pt called back and would like to know if a rep will be able to come to their appt tomorrow at the hcp office; agent sent follow-up email to the rep and provided nas phone number to the pt. Additional information was received from the patient. The patient reported they were not able to determine the cause of the ins site burning for sure, but suspect it might be too loose in the pocket. The patient is going to wear an abdomen belt for 2 months in hopes of scar tissue growing around it if its not able to move, the scar tissue might hold it in place. The patient said after wearing the belt for 2 months then they will see the hcp again.